Event description:
On (B)(6) 2025, an ilet user experienced significant hypoglycemia and called 911. The user was lucid and able to correct their bg to 99 mg/dl after consuming carbs. The user has removed the ilet and plans to discuss resuming its use with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.